Event description:
It was reported that the patient had been hospitalized and admitted to the intensive care unit with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was reportedly treated with fluids and insulin. The pod was reportedly removed and disposed of at the hospital. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.